Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  It was observed that the battery contacts were corroded which appeared to be leading to the reported loss of power.  Physio-control replaced the battery pack and the battery connector pins and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer reported that their device had powered off on its own during a patient event. They were able to power the unit back up after it lost power, but the unit would not stay powered on. The customer confirmed that they were using fully charged batteries at the time and no ac power was connected. The customer reported that the patient did not suffer any adverse effects as a result of the reported issue.